Event description:
The plaintiff's attorney alleged that the decedent experienced a myocardial infarction and cardiac arrest, or about (B)(6) 2004, before subsequently expiring after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.